Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736113, serial/lot #: 1.0.5, ubd: , UDI#: ; product ID: 9736113, serial/lot #: 1.0.5, ubd: , UDI#: h3, h6: a software investigation was performed and found that a software error contributed to the event. Applicable codes: b01, c07, d02 multiple annex a codes were reported. A110201 corresponds to the monitor turning off completely after displaying grub menu with blinking cursor in the top hand left screen. A1102 corresponds to the system giving an error archiving error when trying to pull logs off the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system was giving an error archiving error when trying to pull logs off of the system. The system was restarted and displayed the grub menu for a brief moment and then the monitor turned off completely with blinking cursor int he top hand left screen. The up and down arrows were used to scroll and the grub menu did not reappear. The system was powered off, unplugged, and restarted with no change. It was noted that there might be an issue with the solid state drive. There was no patient involvement.